Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchors detached and remained in the patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor detached and remained in the patient. Probable root cause: design poor anchor assembly design. Instrumentation not designed to insert anchor far enough into cortex. Process anchors assembled out of specification. Instrumentation manufactured out of specification. Anchor coating process out of specification. Application too much bone removed/decorticated. Excessive force used to tension anchor. Insufficient quality or quantity of bone that would compromise secure anchor fixation. Pathology such as schlerotic bone that may thicken the cortical layer. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the anchors detached and remained in the patient.